Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer attempted to resolve the occlusions by changing their infusion set site multiple times but the occlusion alarms continued. The customer performed an infusion set tubing and cartridge change resolving the occlusion alarms. The customer's blood glucose level was not impacted. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in regards to occlusion alarms.